Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, and a request was made to have device data analyzed. Technical services (ts) reviewed the treated episode, noting it showed non-physiological noise artefact in primary vector (1x gain) with smart pass on. In-office troubleshooting to evaluate electrode mechanical integrity and electrode/device connection was recommended. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.